Manufacturer narrative:
The account stated they do not know how the emergency lowering control fell off the lift actuator. According to service manual, the emergency stop function shall be checked at periodic maintenance at least once every year. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the actuator to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account, stating the red emergency lowering control fell off the lift actuator. The lift was located in the charge room at the account. There was no patient or user injury reported. This report was filed in our complaint handling system as (B)(4).